Event description:
It was reported that a pt underwent a ventral hernia repair on (B)(6) 2010, and suture was used. Within 24 hours, the pt experienced a systemic reaction. The reaction progressed from an abdominal rash to an all body rash with hives. The surgeon opined that the reaction was due to medication or anesthesia. The rash worsened and on (B)(6) 2010, the pt had an anaphylactic reaction with itching, tingling of the mouth and difficulty breathing. The pt was treated in the emergency room with prednisone and has been trying to wean off without success. The allergist does not know what caused the reaction and is trying to eliminate all products that were implanted.

Manufacturer narrative:
(B)(4). Allergic reaction. Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: ethibond extra and excel polyester suture, coated vicryl (polyglactin 910) suture.